Event description:
Caller reports obtaining results of 162 mg/dl, 109 mg/dl, 96 mg/dl, and 77 mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.